Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer observed that the rail was hitting the black felt, which caused drawer 1.2 to not open or close properly. The fse powered off the station and replaced the drawer using site stock. After installation, the replacement drawer did not function properly and caused other drawers to malfunction. The fse attempted to repair the issue by swapping parts; however, the issue persisted. The fse then replaced the drawer with another unit from site stock. The drawer functioned properly after replacement, and repairs were verified using the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 in the main unit had to be shut firmly, as it was bouncing back and would not close properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.